Manufacturer narrative:
D1: brand name updated. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. Post index procedure at an unknown date, transesophageal echocardiogram (tee) imaging showed a leak around the closure device. The physicians used a non-boston scientific (bsc) patent foramen ovale (pfo) device to cover the leak and implanted it beside the closure device. No further information was provided. It was further reported the implanted device was a watchman flx pro. The size of the leak was known to be greater than 5mm and was identified at the routine 45 day follow up.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. Post index procedure at an unknown date, transesophageal echocardiogram (tee) imaging showed a leak around the closure device. The physicians used a non-boston scientific (bsc) patent foramen ovale (pfo) device to cover the leak and implanted it beside the closure device. No further information was provided.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.